Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, a patient underwent emergent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A contralateral leg component and an aortic extender were implanted for the abdominal aorta. The patient tolerated the procedure. On (B)(6)2024, a computed tomography revealed an endoleak that could not be identified whether it was a type iiib endoleak of the contralateral leg component or a type ii endoleak. An angiography was performed however type of the endoleak was not able to be identified. Additional stent graft was implanted within the contralateral leg component for the possible type iiib endoleak. The patient tolerated the procedure. The physician stated that although it could be type ii endoleak, additional stent graft was implanted within the contralateral leg component for the possible type iiib endoleak.